Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported the during an unknown procedure, the packaging was received broken and in a non-sterile condition. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2018. Batch # unk. The analysis results found that a harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged and it was observed that the packaging was hit on a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.